Event description:
Customer called to report that the synchron cx delta clinical system intermittently generated falsely high sodium (na), chloride (cl) and carbon dioxide (co2) results for two patient samples. The results were not reported out of the laboratory. The samples were rerun with lower results, which were reported. There was no death, injury or change to patient treatment attributed to or associated with this complaint. Qc (quality control) prior to the event exhibited some imprecision, but was within lab-established ranges.

Manufacturer narrative:
The field service engineer (fse) inspected the instrument and found that the reference reagent was not flowing through the flowcell. The fse cleaned the flowcell and found that the reference port was clogged and that the sodium measuring port was damaged. The fse ordered a new flowcell, and replaced the flowcell on (B)(4) 2012. The cause of the event is attributed to the clogged and damaged flowcell. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. (B)(4).